Manufacturer narrative:
Investigation found a kink and a tear in the exposed portion of the soft cannula. During fluid path testing, fluid diverted through the tear. Although the cannula was damaged, the exact timing and cause of the damage are unknown.

Event description:
It was reported the patients blood glucose level rose above 500 mg/dl while wearing the pod between 24 and 36 hours. As treatment, a manual injection of insulin (3u) was delivered.